Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. An error message was also noticed. A request was made to have data from this device analyzed. No data analysis from this device was able to be performed. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.